Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit but was unable to duplicate the reported issue. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that during a routine check, the cs300 intra- aortic balloon pump (iabp) generated a system error. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields - b4, e1(site country), g3, g6, g7, h2, h6(type of investigation, investigation findings, investigation conclusions), h10. Corrected fields - d1.

Event description:
N/a.